Event description:
It was reported that the right atrial (ra) lead would not hold in the myocardium once deployed. It was thought that the difficulty was anatomical. Two days post implant a revision was attempted, however the physician was not sure if the helix was appropriately extending so the lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.